Manufacturer narrative:
Carefusion complaint number (B)(4). Results of investigation: the carefusion factory service center received the suspect component, a sipap, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the blender being out of calibration. The factory service center calibrated the blender and the sipap unit meets manufacturer's specifications.

Event description:
The customer reported that the blender knob does not match up to the delivered fio2. When the customer dialed in 40%, the delivered fio2 (measured with an o2 analyzer) and displayed fio2 were 51%. At 21% and 100% fio2 setting, the knob matches the delivered fio2. There was no patient involvement associated with the reported issue.